Manufacturer narrative:
On june 4, 2020 the patient called the implanting clinician's office to report fluid discharge, redness, and tenderness at the incision site. Implanting clinician and partner evaluated the incision site for infection and determined that the fluid discharge was serosanguinous drainage. Redness and warmth were not observed and the incision site was closed. The patient was prescribed antibiotics as a preventative measure and sent home without any further issue. On june 29, 2020, the cr reported that the patient had been to a follow-up with the implanting clinician and no further issues were reported. On june 30, 2020, the cr reported the patient was receiving therapy. A follow up and reprogramming with cr and patient has been tentatively scheduled for (B)(6) 2020. Infection is known adverse event for peripheral nerve stimulation that is reduced as far as possible in the product's risk management file. Through a review of sterilization and packaging records for the respective product lots, stimwave has confirmed that the product was delivered sterile, no trend of infection is evident for lot swo200209 and swo200305, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging.

Event description:
Stimwave quality has investigated the details for a report of fluid discharge, redness, and tenderness at the incision site submitted to the stimwave complaint system on june 4, 2020, by clinical representatives (cr), in the united states. Crs became aware of this issue june 4, 2020.